Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The display module was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had a system restart error that required the unit to be rebooted multiple times. There was no report of patient involvement.